Event description:
A customer reported when they use excel off brand reagant they would receive inaccurate readings. They stated they would get results in the 150 mg/dl range and then a few mins later would get a result in the 60 mg/dl range. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. At the time of the initial call the customer did not have the requisite supplies to continue the testing. These were supplied. Electronic checks were conducted and were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagant.